Event description:
Bilateral capsular contracture, baker grade 3, left-side.

Manufacturer narrative:
Sientra complaint: (B)(4). Correction: g3: 2/15/2023 the initial aware date that was submitted was incorrect. After review, sientra was aware of this side as an adverse event on 2/15/2023 only after the device was received back for analysis with proper documentation that this serial number was actually affected as well but before that was only made aware that this serial number was only the contralateral. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 1, right-side.